Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that t the device had air in line sensor damaged. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be removed. Functional testing was able to duplicate the issue. It was determined that the air detector was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.